Manufacturer narrative:
The reported events of missing ECG and error message were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test and r-wave measurement found no anomalies contributing to reported event of missing ECG and error message. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that after implantation of the insertable cardiac monitor (icm), an error message was displayed when the r-wave was checked and no egm was observed. Troubleshooting and programming changes were attempted; however, the same error message persisted. The physician elected to explant and replace the icm. The patient remained stable before, during, and after the procedure.